Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose was unknown at the time of incident. The customer reported that the buttons are getting harder to push. The customer reported that the act button first button to start giving an issue and now the up and down arrow and esc is going out now. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened esc, act, up and down button dome switch. No unlocked lcd keypad connector. The device passed self test.